Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during the load process. In addition, the customer was having intermittent charging issues. Customer reported blood glucose level was 167 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.